Manufacturer narrative:
Medwatch field h6 coding has been updated.

Manufacturer narrative:
The investigation included a review of the data set provided by the customer: the calibration and qc results were within the specified ranges; a general issue with the reagent can be excluded. The customer performed maintenance, confirmed that the analyzer is performing according to specifications, and requested that no further investigation be performed. The cause of the event could not be determined based on the provided information.

Manufacturer narrative:
The hba1 c reagent lot number was 863986. The investigation is ongoing.

Event description:
The initial reporter stated they received questionable results for an unspecified number of patient samples tested with hba1c tq gen.4 on a cobas c513 analyzer commercial system. The customer stated that patient hba1c values are implausible and lack correlation to patient history or clinical presentation. The patients had no indications of metabolic syndrome or prediabetes. No specific patient data was provided.